Manufacturer narrative:
Device not returned to MFR. RMA issued for replacement axiem box.

Event description:
A medtronic rep reported that the pt tracker would not initially track when the site started their case. In the emitter tracking details, the emitter was green but the axiem box was red and indicated it was overheating and should be power cycled. When they power cycled the system it tracked the pt tracker. They proceeded with the case but it happened again in the middle of navigating. No impact on pt outcome was reported.